Manufacturer narrative:
This complaint is reportable because it is likely to cause or contribute to a death, serious injury, or other significant/important medical event if the malfunction were to recur. This complaint is being processed as post bmp. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245.

Event description:
The op-channel must be replaced. This problem was found at a demo scope during the (routiene) incoming inspection in pentax (B)(4). No user / patient affected. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: op channel constricted between 70 and 80 cm. The op-channel replaced. Correction information: h6: coding changed based on the investigation result.